Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right atrial (ra) noise. At the patient's clinic, they were able to reproduce the noise with isometrics, and threshold measurements were intermittent. It was later noted that they were unable to confirm atrial capture. The patient had symptoms of shortness of breath. A surgical revision was performed to attempt to upgrade the patient to a new device therapy; however, this device remains in service. The patient's ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The device remains in service.